Event description:
It was reported that the surgeon is concerned about nexgen femoral components he has used in the past having a tendency to go into flexion. This has happened an unk number of times.

Manufacturer narrative:
This report will be amended when our investigation is complete.